Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance and loss of capture due to high capture threshold. It was noted when repositioned the rv lead, the helix was failed to extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.